Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 330 mg/dl while wearing the pod for 2 hours. Due to elevated bg levels, patient looked at the pod and saw the cannula was not properly seated in the infusion site. Patient removed the pod.